Event description:
Description of event according to initial reporter: the doctor bends the cannula before inserting. He does this for every femoral approach filter. Upon deployment of the filter, the filter mechanism would not release. After hitting the safety button and the blue release button, it would not deploy. In order to release the filter, he had to break open the handle of the filter and manually release it. Then, the legs of the filter were crinkled up on themselves. He then had to retrieve the filter from the patient. The procedure was successfully completed by placing another filter by jugular. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.